Manufacturer narrative:
Per the customer, qc was within the customer's established ranges prior to and after the erroneous results. A system check was performed on (B)(6) 2011 and met specifications. Customer recalibrated t uptake and repeat results were within the normal reference range. Service was offered, but customer declined as the issue was resolved. No clear root cause could be determined for this event to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining lower than expected thyroid (t) uptake results below the normal reference range for 7 patients' samples that were generated by the access 2 immunoassay system. Upon repeat the results were within the normal reference range. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.